Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation confirmed that one of the distal tips of the anchors are broken, but is held in place by suture. The other is missing an anchor completely. When observed under magnification, both showed no structural anomalies that were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 similar complaints of for this lot of devices that was released to distribution. We cannot discern a root cause for this failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2016-10224.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2016-10224.

Event description:
The sales rep reported that during a shoulder repair that the tip broke on the customer's healix advance br 5.5mm with orthocord just before the threads on insertion. The surgeon removed the broken piece, re-prepped the bone tunnel and inserted another same type anchor which broke mid-body. This anchor was removed also. The surgeon then created a new bone tunnel and completed the procedure with another same size, same type anchor. There were no patient consequences or delays reported. The sales rep reported that the bone quality was very hard and the surgeon had used the tap to prep the tunnel. One bone tunnel was left empty.